Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue.

Event description:
Medtronic received information that thirty-seven days following the implant of this transcatheter bioprosthetic valve, an electrocardiogram (ECG) revealed a paced rhythm and the patient was not known to a have a permanent pacemaker at baseline. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating the correct sn of the valve. It was also reported that following the implant of this transcatheter bioprosthetic valve, sinus rhythm with complete heart block (chb) was noted and a permanent pacemaker was implanted the following day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that following the valve implant, the permanent pacemaker was implanted for first degree atrio-ventricular (av) block alternating with second degree atrio-ventricular (av) block. If information is provided in the future, a supplemental report will be issued.